Manufacturer narrative:
Additional/corrected data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the patient was hospitalized for the third-degree atrio-ventricular block and diarrhea. It was reported that the event had not yet been resolved.

Event description:
Additional information was received that per the physician, the av block was also related to the implant procedure.

Manufacturer narrative:
Updated data: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that upon admission, the patient complained of diarrhea and dizziness without fever. The patient was isolated for two days. The day isolation was lifted, due to persistent hemodynamically relevant third-degree av block, a temporary pacemaker was placed. Electrophysiological testing revealed a normal hv interval, iap 138/min and normal sinus node recovery time. Therefore, a permanent pacemaker was not required. The temporary pacemaker was removed and the complete heart block was resolved ten days after the onset. Diarrhea occurred again the next day and norovirus was confirmed. The patient was isolated until 48 hours after symptoms subsided. The diarrhea/norovirus was resolved three days after diagnosis.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician indicated the norovirus event was unrelated to the medtronic products and the implant procedure. The third degree atrio-ventricular block was causal related to the transcatheter aortic valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with a new third-degree atrio-ventricular block and diarrhea.